Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer adjusted the gear pump pressure, replaced the teflon tips of the rinse stations, replaced the vacuum membrane, and adjusted the cuvette rinse mechanism. He adjusted the extra-wash cycles to mitigate potential carryover. Following these actions, he performed hardware checks, which passed within specification. The investigation found the issue was resolved after the service actions.

Event description:
There was an allegation of questionable lipase colorimetric assay results from the cobas pure c 303 analytical unit. Sample 1 initial result was 1.06 kat/l, and the repeat result was 0.549 kat/l. Sample 2 initial result was 1.32 kat/l, and the repeat result was 0.703 kat/l. The low repeat result was confirmed by a second cobas core system in the laboratory.